Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the ventricular capture management trend shows threshold began rising from under 1 volt in august 2014 up to 2.5 volts in sept 2014, then remained at 2.5 volts through november 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold. The lead was repositioned and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).